Event description:
The customer took 11 units of lantus before going to bed around 9:55 pm. The customer also ate candy and drank milk. Customer's glucose was tested and the result was 22mg/dl/ the customer woke up spouse while sleeping and spouse tested customer's blood glucose and received a result of 212 mg/dl at 1:47 am. The customer retested blood glucose and received a result of 115mg/dl at 1:55am. The customer was given a coke to drink. No controls were in use. A request was made for the return of the subject device and replacement product was sent.